Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2020, the subject presented with symptoms of silent ischemia and stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal right coronary artery (rca) with 99% stenosis and was 21 mm long with a reference vessel diameter of 2.7 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm synergy china registry stent system. Following post dilation, the residual stenosis was 0%. The target lesion 2 was located in proximal left anterior descending (lad) artery extending up to mid lad with 99% stenosis and was 65 mm long with a reference vessel diameter of 3.0 mm. The target lesion 2 was treated with pre-dilatation and placement of 2.75 mm x 38 mm overlapped with 3.50 mm x 32 mm synergy china registry stent systems. Following post dilation, the residual stenosis was 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject died. The primary cause of death is unexplained death and it is unknown if an autopsy was performed.

Event description:
Same case as pr ID#: (B)(4). Synergy china registry. It was reported that the patient died. In (b)(6 2020, the subject presented with symptoms of silent ischemia and stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal right coronary artery (rca) with 99% stenosis and was 21 mm long with a reference vessel diameter of 2.7 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm synergy china registry stent system. Following post dilation, the residual stenosis was 0%. The target lesion 2 was located in proximal left anterior descending (lad) artery extending up to mid lad with 99% stenosis and was 65 mm long with a reference vessel diameter of 3.0 mm. The target lesion 2 was treated with pre-dilatation and placement of 2.75 mm x 38 mm overlapped with 3.50 mm x 32 mm synergy china registry stent systems. Following post dilation, the residual stenosis was 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject died. The primary cause of death is unexplained death and it is unknown if an autopsy was performed. It was further reported that the physician did not consider the death related to the device and that no action was taken to treat the event.